Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a dental needle. The customer reports that the end user, a dentist, reported that the needle broke in the gum of the pt while injecting the anesthetic in the pt's mouth. The needle was successfully removed from the pt's gum. No ill effect to the pt was reported.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway; upon completion the results will be forwarded.